Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at time of the call was 213mg/dl. Troubleshooting was performed. The customer stated that she has to reprogram the insulin pump each time she changes the batteries. Requested customer to change the battery and attempt to review the programming. It was reported that all the settings were erased when the battery was taken out. Advised customer to discontinue the insulin pump use and to revert to her back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.